Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during a classic ablation procedure, the conical extraction screw extractor was damaged and unable to be used to remove the nail. The procedure was completed using an instrument from another provider. There is no further information available. This report is for one (1) conical extraction screw for ti femoral and tibial nails. This is report 1 of 3 for (B)(4).